Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device's needle was difficult to load and kept coming loose. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient involvement.